Event description:
Balloon-sizing of the patient's defect was 21mm and a 24mm amplatzer septal occluder (aso) was selected. After the aso was released from the cable, it was found to be too big for the defect. The aso was percutaneously retrieved and a 22mm aso was implanted.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. Our investigation was unable to reproduce or confirm the performance described at implant as the device met manufacturing specifications during analysis at sjm and prior to shipment.